Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was 53mg/dl. The customer's levels had dropped as low as 20mg/dl. The customer states the husband had treated with honey. The customer was hospitalized for the lows and treated. The customer declined to troubleshoot at this time.